Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. The cause of the reported events could not be determined. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive was loose around the cannula, causing the cannula to dislodge from the infusion site (abdomen); upon removal the cannula was also found to be bent. Patient reported a tear of the skin at the site as well. As treatment, a new pod was applied and boluses were delivered.